Event description:
A malfunction was reported on the customer's pump, identified with malfunction code malf 3 and fault ID 3-0x20cf. There was no adverse impact on the customer¿s blood glucose level. Technical support resolved the issue by replacing the pump, as it was out of warranty, and initiated the process for the customer to start up with a new pump.